Manufacturer narrative:
D9, h2, h3: the hardware was returned and analysis was performed. The cap had been broken off the returned handle from repeated hammering. The tool retention mechanism was dented and scratched and would not accept a known good instrument. Codes b01, c07, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that there was damage to the lid of the upper part of the ratcheting handle when removing. No known impact to patient outcome. There was no surgical delay.